Manufacturer narrative:
Continuation: (B)(4). Remote monitor implanted: na. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to establish telemetry with the implantable pulse generator (ipg). The patient was referred to the clinic for further investigation. It was noted that the patient's device has not been checked at the clinic. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.